Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient alleged that the power issue with the meter started one year prior to contacting lfs. He reported that even after changing the battery, the meter still would not turn on. The patient manages his diabetes with oral medication, diet and/or exercise. He reported that also about a year prior to contacting lfs, he began consuming less food and drink. He reported that on an unknown date and time after the alleged issue began, he started ¿shaking¿. He denied receiving any treatment for his symptom above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The patient reported that when he inserted a test strip into the meter or when the power button was pressed, the meter would not power on. Based on the information provided, the meter¿s battery did not need to be replaced. The cca confirmed that the patient was using onetouch ultra test strips; however, these had expired in june 2010. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that meets lfs¿ criteria for a serious injury adverse event, i.e. Shaking, after the alleged power issue began and the patient consumed less food/drink.